Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins). It was reported that the hcp and patient reported that their stimulator is not helping with the patient left side pain. The hcp has determined that the left lead needs to be moved to the left. No environment/ external/ patient factors were reported to have led or contributed to the issue. Patient will be seen for reprogramming and if unsuccessful will have a lead revision. The issue has not been resolved at the time of this event. No surgical intervention occurred. Unknown if surgical intervention planned. Rep will follow up for more information. Patient is alive with no injury. Additional information received from the representative. It was reported that the patient had a lead revision on (B)(6) 2018. After the lead revision the patient had adequate left side coverage and the issue was resolved. No further complications reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. The cause of the lead needing to be moved was because it was placed too far right initially. There was nothing wrong with the original lead so it was discarded by the account. No further complications reported.